Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with their heart racing. An interrogation revealed far field r-wave (ffrw) oversensing on the right atrial (ra) lead. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead exhibited intermittent undersensing on stored electrograms (egm).